Event description:
It had essure implants just a week ago tomorrow, I failed to research it myself o the internet beforehand. The doctor recommended it to me, as a quick, permanent, and a bin surgical permanent birth control after the birth of my 3rd child. Beginning 3 days after the surgery, and every day thus far, my stomach and upper thighs are broken out in an itchy rash. After looking up side effects of essure in the internet, then I realized what the problem was. The only warning that I received beforehand was that it is permanent. Of course, that sounded great to me. Why is there no requirements to warn people of the apparently very common side effects? The FDA has already been made aware of these problems and a person has the right to choose if they're willing to suffer the side effects or look into a different method of birth control. There was no papers to sign acknowledging this very well known fact. If the FDA has already been made ware of the likelihood of an allergic reaction to the nickel, why did they do away with the requirement of an allergy test? I thought of calling the doctor, but apparently my health, and thousands of others, come second to the heavy marketing of some new toy.